Manufacturer narrative:
The patient sample was not available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 6000 e 601 module. The results measured on the e 601 analyzer did not compare to results measured on an abbott architect analyzer. The specific date of the event is not known. The customer received the abbott architect data on (B)(6) 2021. The sample resulted with a ft4 value of 9.1 pg/ml when tested on the e 601 analyzer. The e 601 value was reported outside of the laboratory to a physician who stated the value was too high. The sample was repeated on the abbott architect analyzer, resulting with a value of 3.65 pg/ml. The serial number of the e 601 analyzer is (B)(4).